Event description:
On (B)(6) 2010, the patient reported partial characters on the display of her insulin infusion device. She stated there is a "line the same color as the background going vertically through the left third of the screen" and the hour digit of the display is unreadable. She stated the device battery was newly purchased and had been in use for less then 1 week. The battery type was properly set. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.